Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/08/2024. An investigation was conducted on 05/17/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. There were no visual defects observed on the cannula or the intact c-ring. The insufflation tube and the scope wash tube of the cannula were observed to be intact with no visual or physical defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2031sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000378554 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, screen showed "error code vent valve occluded." They seemed to resolve the issue by playing with the connection to the co2 tank. They needed to open a new one to finish the case. The new vasoview worked and we proceeded with the case without any issues. Delayed the endovein harvest portion for at least 20 minutes. There was no harm to the patient.